Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system the catheter was broken. The following information was provided by the initial reporter and translated to english. The customer stated: "during use of the device the operator found the upper guide tube of the indwelling needle was broken. This did not cause harm to the patient and was stopped immediately."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system the catheter was broken. The following information was provided by the initial reporter and translated to english. The customer stated: "during use of the device the operator found the upper guide tube of the indwelling needle was broken. This did not cause harm to the patient and was stopped immediately."